Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal injection of vancomycin (1g once in five days, duration not reported) and injection of fortum daily (dose, duration and route not reported) for peritonitis. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.